Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she passed out in church two weeks ago from a low blood glucose of 26 mg/dl. Ems arrived on scene and treated the customer. The customer was wearing the insulin pump at the time of incident. Troubleshooting was initiated for the low blood glucose. No insulin pump anomalies were noted. However, the customer's blood glucose meter may have been inaccurate. The insulin pump will not be returned for analysis.